Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that the complaint was unverified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) was not responding when the start button was pushed. The insr itself is charging but the screen did not change when the start button was pushed. The patient stated they are feeling pain because the insr is broken and they cannot charge their implant. A replacement insr was sent. No further complications were reported/expected.